Manufacturer narrative:
The save-to-disk was received and was routed to technical services for electrogram interpretation. The electrogram from episode# v-110 was reviewed which identified some rv amplitudes in the range of 1-2 mv with a larger number of amplitudes in the 0.2-0.4 mv range. There does appear to be some undersensing at the time of detection and the start of charge. Technical services confirmed that the rv sensitivity floor had been reprogrammed to 0.15 mv after the patient had been admitted to the hospital. Data was reviewed by boston scientific's post market quality assurance laboratory and no device faults were identified.

Event description:
Boston scientific received information that this patient developed spontaneous ventricular fibrillation (vf) while at a rehabilitation facility. The patient was admitted to the emergency room (ER) and delivery of external shocks converted the arrhythmia. There were no device shocks delivered, however, several nonsustained episodes were stored that exhibited vf amplitudes varying from 0.2-1.2 mv. Additionally, the detected rate varied with some falling below the programmed rate cut-off of the device. Because of the health status of the patient (low ejection fraction), no defibrillation threshold testing had been performed at the time of the implant procedure. Subsequently, the patient arrested again the next morning and died. Prior to the patient's death, the device's sensitivity setting had been reprogrammed to 0.15 mv. Pulseless electrical activity (pea) was present at the time of the patient's death. Although it appears that the device will not be returned for analysis, a save-to-disk was performed and returned for analysis.